Event description:
Mckesson 60 ml luer-lock syringes appear to have particle contamination inside the package and inside the syringe. Particles were noted before and after opening syringe. Contamination led to wasting two batches of gentamicin and delaying pt care.